Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experiencing high blood glucose. Customer blood glucose was 29 mmol/l at the time of incident. Customer current blood glucose was 4.4 mmol/l. Customer was treated with manual injection for high blood glucose. Customer stated symptoms related to high blood glucose that were nausea, vomiting and difficulty breathing. Customer ketone test was positive. Customer was using insulin pump within 48 hours at the time of event. Customer was using auto mode feature at the time of event. Customer stated that the insulin pump passed in high pressure test, self test and displacement test. No further complications were reported. Troubleshooting successfully performed and the customer will discontinue to use the insulin pump.

Manufacturer narrative:
Retainer ring: black. Customer returned insulin pump for alleged high bg's found on (B)(6) 2022. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement. Test p-cap locks properly into the reservoir compartment. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, cracked case on battery tube, missing display window/cover, cracked keypad overlay, minorly scratched lcd window, and scratched case. In summary, insulin pump passed required testing, thus no confirmed device issues. Unable to confirm alleged high bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.